Event description:
It was reported that the ilet bionic pancreas experienced intermittent communication failures when attempting to pair with the freestyle libre 3 plus sensor, including an initial message that the sensor had already started without warmup indicators, which interrupted glucose data and required temporary reliance on fingerstick glucose readings. The user experienced a blood glucose peak of 310mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the systems consistent with intermittent communication failure associated with the device¿s electrical and magnetic components, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.